Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd ultra-fine¿ insulin syringe there was an issue with the device being deformed. The customer states ¿the stopper was deformed.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: customer returned three 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 7142872. Customer states that the stopper was deformed. All returned syringes were examined and all exhibited a deformed stopper in the barrel. Additionally, all samples were disassembled, to better visualize the deformity of the stopper while not in the assembled syringe. In all instances, the stoppers retained their deformed configuration once removed from the barrel. Cycle testing was performed and no noticeable drag or resistance was noted at that time. CAPA 122939 was initiated by the holdrege plant to address deformed/damaged stoppers and their associated root cause(s). Batch# 7142872 was manufactured prior to initiation of this CAPA. A review of the device history record was completed for batch # 7142872 all inspections were performed per the applicable operations qc specifications. There was one notification noted for dry barrels. There were two notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. This condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity.